Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for alleged cosmetic damage (no customer note listed) found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, stained keypad overlay, pillowing keypad overlay, and cracked retainer ring. Cosmetic damage was confirmed at front and back of the pump. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack along side of battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the device.